Manufacturer narrative:
(B)(4) additional information: manufacture date: march 4, 2014 ¿ march 6, 2014. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection white particles ranging in size from 0.2 ¿ 0.6 mm were observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particles to be made of acrylic material. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the balloon of a small volume intermate. This was observed before use. There was no patient involvement. No additional information is available. This is report 4 of 5.